Event description:
It was reported that pt has a very long and complex medical history. He has had six open heart operations, including replacement of his aortic valve twice and replacement of his mitral valve four times. During the fifth open heart operation, this mitral valve was explanted approximately 12 1/2 years postoperatively, due to paravalvular leak and suspicion of endocarditis. It was observed there were vegetations on the valve, and the entire circumference of the valve was calcified. The annulus was irregular, rigid, and calcified. A sjm 21 mm bioprosthesis (MDR# 3001743903-2009-00045) and a periguard circumferential patch were implanted. Echo showed there was a small leak observed coming out from underneath the patch that appeared to be medial. A couple days postoperatively, the pt's pulmonary artery pressure had increased and an echo revealed a paravalvular leak. The valve and periguard patch around it where then explanted. During the explant procedure, as before, the entire annulus was observed to be calcified and the calcium had some depth to it. A piece of periguard was folded over and utilized essentially to crate a new annulus, which extended towards the center from the calcium. A sjm 27 mm bioprosthesis was then implanted.